Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump suspended due to sensor glucose and blood glucose differences. The customer¿s blood glucose level was 156 mg/dl and sensor glucose was 34 mg/dl at the time of the incident. The customer reported calibration not accepted and change sensor alarms. Troubleshooting was completed. The sensor will not be returned for analysis.